Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturer representative that the healthcare provider had "checked everything," and thought everything was okay, but then the pump stalled again. Electromagnetic interference was ruled-out as the cause of the stalls. It was reported the pump was replaced (B)(6) 2016. It was indicated the patient had been fine since the device replacement, and recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (20mg/ml at 7.993mg/day), droperidol (0.2mg/ml at 0.07993mg/day), and clonidine (125mcg/ml at 49.96mcg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2016 it was reported that 2 weeks ago the patient experienced a pump alarm and started having withdrawal symptoms. The patient went into the doctor's office last week for pump refill and the readout indicated that there was a motor stall. The pump was interrogated on (B)(6) 2016 which showed that the motor stall recovery occurred after the patient's refill and that the pump's eri (elective replacement indicator) had been initiated. The patient was feeling better but still not 100%. The patient denied having an MRI that may have initiated the pump motor stall. The issue was resolved. Pump replacement was recommended. It was unknown if surgical intervention was planned. The patient status was reported as "alive - no injury" additional information was received on 02-aug-2016 and it was reported that the patient was seen yesterday by the managing physician due to beeping again. The pump indicated an additional motor stall with no recovery. The patient was scheduled for pump replacement on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication regarding the motor. Additionally, a stall due to shaft bearing was noted. Evaluation result code and evaluation conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.